Event description:
Literature was reviewed regarding symptomatic stroke within thirty days of transcatheter aortic valve implantation (tavi). The study population included 4,774 patients. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve (n = 30), evolut r (n = 171), evolut pro/pro+ (n = 829), and evolut fx (n = 395). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke and/or thromboembolism requiring invasive intervention, atrial fibrillation, atrial flutter and renal impairment. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: yokoyama et al. Incidence and predictors for symptomatic stroke within 30 days after transcatheter aortic valve implantation: insights from the laplace-tavi registry. J cardiol. 2026 feb 23:s0914-5087(26)00042-0. Doi: 10.1016/j.jjcc.2026.02.007. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.